Event description:
It was reported that during the surgical procedure, the permanent cautery hook instrument began to smoke/while inside the patient. The instrument was removed and replaced, and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed evidence of arcing at the base of the hook-pulley interface. The conductor wire was found to be damaged, which leads engineering to conclude that instrument arcing most likely occurred due to the damaged conductor wire.